Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stryker knee. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Event description:
Notice was received through an attorney communication to a third party that allegedly a shapematch cutting guide was used in patients' surgery. Patient had revision surgery.